Event description:
Found during testing. Chargepak and internal batteries were depleted and unit wouldn't power up. Installed new chargepak to charge internal batteries. Device now powers up but voice prompts are audible even after closing lid, indicating the device is not powering off. If the device fails to turn off, the batteries will become depleted and the device will not function. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.